Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-08965. Related manufacturer reference number 1627487-2019-08966. Related manufacturer reference number 3008829311-2019-00001. Related manufacturer reference number 3008829311-2019-00002. It was reported that the patient experienced an infection at the lead and ipg site. Cultures were performed and staph was confirmed. As a result, the patient underwent surgical intervention wherein the drg system was explanted and the patient was prescribed antibiotics. The infection is no longer active.